Manufacturer narrative:
Technician found the bed in storage. CPR valve manual does not work. Replaced the CPR valve to resolve this issue.

Event description:
Complaint that the CPR does not function.